Event description:
It was reported that the patient has postoperative pain and nausea and vomiting. The physician suspected dura puncture and was provided blood patch at the end of surgery.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.